Event description:
It was reported that the patient presented for a follow-up visit at the clinic. Upon interrogation, it was found that the right ventricular (rv) lead exhibited an unstable threshold, resulting in failure to capture and a decrease in sensing, which led to under-sensing. The rv lead was deemed to be dislodged due to the unstable threshold. The rv lead was explanted and replaced. There were no patient consequences.